Event description:
Paramedics responded to a person described as bradycardiac. The device was connected to the pt for 12 lead electrocardiogram monitoring. According to the reporter, after about 25 minutes of monitoring 12 lead and spo2, an "electrocardiogram leads off" message appeared on the screen and the electrocardiogram trace, spo2 and heart rate converted to dashed lines. Leads were checked, unplugged and plugged, v leads removed, batteries swapped out and power cycled with no change to the display. No adverse affects to the pt were reported as a result of the alleged malfunction.